Event description:
The patient was initially implanted emergently with an afx2 bifurcated stent graft and a vela suprarenal aortic extension stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) days post initial procedure, the physician reported that the bifurcated stent graft and the aortic extension were found to have started to separate. The physician elected to treat the patient by placing two (2) suprarenal aortic extension and one (1) infrarenal aortic extension to resolve this event. The patient status was reported as stable.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted emergently with an afx2 bifurcated stent graft and a vela suprarenal aortic extension stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) days post initial procedure, the physician reported that the bifurcated stent graft and the aortic extension were found to have started to separate. The physician elected to treat the patient by placing two (2) suprarenal aortic extension and one (1) infrarenal aortic extension to resolve this event. The patient status was reported as stable. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest an aaa rupture occurred upon admission on (B)(6) 2022 and prior to the index procedure. The clinical assessment also determined that post operatively on 12/13/2022 the patient suffered a cardiac arrest. The rupture and cardiac arrest were discovered during a review of the CT and chest x-ray reports.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant separation is unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation determined that there was evidence to reasonably suggest a aaa rupture occurred upon admission on 11/23/2022 and prior to the index procedure. The clinical assessment also determined that post operatively on 12/13/2022 the patient suffered a cardiac arrest. The rupture and cardiac arrest were discovered during a review of the CT and chest x-ray reports. The safety and efficacy of using a 25mm main body with a 34mm proximal extension has not been established. This could have contributed to the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were a right groin access site complication, respiratory failure and a code blue. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: health effect - clinical: remove code 1924. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.